Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported readings 4.6 mmol/l vs. 9.7 mmol/l within ten minutes. No adverse event alleged. Lot not provided. A request was made for the return of the meter and strips, replacement sent.